Manufacturer narrative:
Device was received by the manufacturer and a quality investigation was conducted. Per the inspection, it was found that the device exceeded the maximum allowable temperature limit. Internal components were evaluated and foreign fibers were discovered within the device. These fibers are suspected to have corrupted the bearings, causing the device to overheat when operated. Due to the extensive contamination, the device could not be repaired and was discarded.

Event description:
It was reported that a drill attachment overheated during testing at the manufacturer. This event did not occur in a surgical environment, so there was no patient involvement. There was no user injury reported and no adverse consequences alleged with this event.